Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, ghost pocket issue observed in multiple devices, and this was affecting patient care. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) and section e other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the team had identified multiple devices that exhibited ghost pockets. A technical support specialist (tss) dialed into the device but disconnected session as device was in use. Ghost pockets showed failed hardware and found that there was no failed hardware noticed, and no issues reported during standby. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, ghost pocket issue observed in multiple devices, and this was affecting patient care. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.